Event description:
Male pt with recent history of large avm in right cerebellar hemisphere. Embolization procedure done in 2006. Onyx glues was injected and the micro catheter removed, during withdrawal of the catheter the catheter tip adhered to the glue, the catheter fractured and a fragment was retained in the cerebral artery. Pt experienced diplopia, nystagmus and decreased hearing which was slowly improving at discharge.